Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the final deployment during implant of this transcatheter bioprosthetic valve, the valve dislodged aortic at the non-coronary cusp above the annulus, to a depth of -3 mm and a depth of 3 mm on the left coronary cusp. Moderate paravalvular leak (pvl) was reported at the left coronary cusp. A second transcatheter bioprosthetic valve was implanted below the first valve. No adverse patient effects were reported.